Manufacturer narrative:
The duo headlight 2 bay system - us (90620us) was returned for evaluation: failure analysis: the duo headlight was received in used condition. The depot technician duplicated the problem reported by the customer. Evaluation identified that the luminaire was overheating, leading to the light flickering. Root cause analysis: the reported complaint was confirmed. The failure was most likely due to damage to the fan inside the headlight, caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the light of the duo headlight 2 bay system - us (90620us) flickers about an hour after use, and the light was getting hot. There was no patient involvement; thus, no patient injury, death or surgical delay occurred.